Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., g2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture detected via CT scan. Later, healthcare professional confirmed the event. The device remains implanted.